Manufacturer narrative:
It was reported that the patient engaged in premature weight-bearing, which most likely contributed to the alleged incident. The precice nail was removed and the patient was implanted with a trauma nail, without incident. To date, the patient is doing fine. A review of the lot history record for the device and all components revealed that there were no deviations from the manufacturing process and that the products met all of the required quality inspections.

Event description:
A surgeon alleged that a patient's precice nail appeared to be "broken" and no longer had rotational stability. The patient had been implanted with the precice nail for approximately seven (7) months and had completed their lengthening treatment prior to the alleged incident. It was reported that the patient engaged in premature weight-bearing, which most likely contributed to the alleged incident.